Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was hospitalized. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of hospitalization. There was no alleged device malfunction. No further event details were provided. Additional patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.